Manufacturer narrative:
Tech service spoke with biomed who called wanting to know how to adjust the r/min level. Their physicist had just told them the system was currently above the 10r/min max exposure rate at 14r/min. Tech service explained how to make the adjustment. A field service engineer (fse) was not asked on site. The biomed called back later stating the physicist measured the max dose above 10r/min and asked for directions how to make adjustment. This time tech service walked him through adjusting the dose, which biomed stated he was measuring at 12 r/min. After the adjustment biomed told service that the dose level was 9.7r/min. Service records indicate that the last time liebel flarsheim (lf)/steelhorse was consistently servicing this unit was in 2011. This customer does occasionally ask for a service call, but they rely on aramark, a 3rd party service group. The last service call by steelhorse that would have required a dosage check/adjustment was in (B)(6) 2015, where fse could not finish service checklist because he found the x-ray tube was bad. The customer declined replacement of tube by the fse, and had a 3rd party service replace the x-ray tube.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Physicist stated the dose rate was 14r/min.